Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and a damaged bearing was discovered. Damaged bearings can result in heat being generated, due to excessive friction between rotating components. The drill attachment could not be repaired and therefore was not returned to the user facility.